Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at forearm shunt. A 2cm peripheral cutting balloon was selected for use. During the procedure, at dilatation of the lesion area, it was reported that a balloon rupture occurred at 8 atm upon first inflation. The device was removed and exchange with another of the same device to complete the procedure. There were no patient complications reported.